Manufacturer narrative:
The reported event of dislodgment and failure to capture was not confirmed. As received, a complete lead was returned for analysis. The double bend was measured, and it was within product specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-17373. It was reported that a merlin on demand transmission was received from the emergency department for a patient who received 49 shocks due to right ventricular (rv) lead dislodgment. The stored electrograms (egms) showed the ventricular lead sensing both p and r waves leading to inappropriate shocks. The patient was scheduled for an rv lead revision on (B)(6) 2025. Before the procedure, it was noted that the left ventricular (lv) lead was not capturing at high thresholds and was also dislodged, confirmed under fluoroscopy. Both the rv and lv leads were explanted. There were no adverse health consequences, the patient was stable.